Event description:
Bag failed to operate during a code. The rt said the bag just would not push any air into the patient. He quickly figured, it was something in the rear of the bag at the oxygen intake point, and he just squeezed the corrugated tubing shut and was able to deliver something of a breath until someone went and grabbed another bag. Later he disassembled the rear and found that the rear intake one-way valve was missing.

Manufacturer narrative:
Upon initial observation, the bag was not functioning properly. When squeezed, air would travel back through the tail assembly. Further evaluation revealed that the tail assembly was not attached properly, which could mean that it had been disassembled. This was confirmed in initial reporting by the distributor representative. Once removed, the tail assembly revealed that the valve housing contained ;no one-way diaphragm valve. The diaphragm valve is installed on the inside of the bag. No valve was present.